Event description:
Patient was revised to address pain and poly wear. Loosening of the tibial component at the cement/bone interface was also reported, but is not the subject of the complaint because the manufacturer of the cement used at the time of original implantation was competitor.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not draw any conclusions about the root cause of the tibial insert wear. No evidence was found suggesting product error was a contributing factor to the reported event and the need for corrective action is not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.